Manufacturer narrative:
Concomitant medical products: unspecified detachment control box, connecting cable and microcatheter were used (B)(4) complaint conclusion: the deltaplush was returned for analysis; however, both the unspecified detachment control box (dcb) and the connecting cable were not returned. Located at 27.0 centimeters off the distal tip of the green introducer, unreported damage of the core wire protrudes outside the sheath. No mechanical sheath damage was found at the protrusion site. The circumstances of how and when this damage occurred cannot be determined. The coil¿s socket ring was found to have been pushed deep under the outer sheath and against the resistive heating coil section. It cannot be determined if the coil¿s socket ring being pushed against the resistive heating coil contributed to the complaint event. The detachment fiber did not receive heat and melt. No manufacturing defects were found. The device positioning unit (dpu) failed electrical testing with resistance ranging from 62.3 up to 191.2 ohms, the failed resistance readings were found to be floating upward (range 48.5-56.0) (mps-prp0243) and the enpower systems ready green light failed to illuminate (IFU) . A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the deltaplush coil¿s non-detachment was confirmed. The device positioning unit (dpu) failed electrical testing. The most likely contributing factor to the coils non-detachment may have been due to wiring or solder joint connection damage. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. There was no evidence of a manufacturing issue related to the event; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
It was reported that during embolization of an intracranial artery aneurysm using a deltaplush coil (dpl10030620/p10262), an unspecified connecting cable and unspecified detachment control box, they were "unable to power off, when using detachment, the lamp is not work, occurred during use on patient". The procedure was completed with a same/like product and there were no procedural delays or potential patient adverse events. The device was stored per labeling instructions. The deltaplush was returned for analysis. Multiple attempts to obtain additional information have been made; however, no additional information was provided.

Manufacturer narrative:
Additional information was received on 02/03/2016. The aneurysm was in the posterior communicating artery. A pre-deployment electrical check had been performed. An enpower connecting cable, an enpower detachment control box, and a stryker sl10 microcatheter were used for the procedure. No lights illuminated or audible signal beeped during an attempt to detach the coil, and the deltaplush coil did not detach. The coil was exchanged for another coil without removal of the microcatheter, and the replacement coil was detached using the same enpower connecting cable and enpower detachment control box. It was reported that all connections appeared to fit properly without application of excessive force. There had been no resistance during advancement of the device through the microcatheter. The devices had been used and prepped as per the instructions for use (IFU). The patient was a (B)(6) female with a history of diabetes.